Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown triathlon femoral component was reported.the event was not confirmed. Method & results: device evaluation and results: not performed as product was not removed. Clinician review:no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Event description:
This pi is for the patient's right knee. As reported: "rev bilateral knee poly exchange, bilateral distal femur peri prosthetic fracture. Used competitor nails and we replaced the polys. Old polys looked fine but had to remove them to do retrograde nail. Not sure where original surgery was."